Event description:
It was reported that while using bd vacutainer® edta 2k, the expiration date was unclear due to light printing. This event occurred one time and no report of adverse or injury. The following information was provided by the initial reporter: the customer reported that the expiration date was unclear because the printing on the blood collection tube was too light. The chief engineer reported that the printing on the blood collection tube was too light to indicate the expiration date, and requested that the product be replaced.

Manufacturer narrative:
H.6 investigation summary: "material #: 367846. Lot/batch #: 2259055. Bd received twenty (20) samples and three (3) photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for missing label information was observed. The label printing was light due to defective printing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing label information. Bd was not able to identify an exact root cause for the defective printing.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® edta 2k, the expiration date was unclear due to light printing. This event occurred one time and no report of adverse or injury. The following information was provided by the initial reporter: the customer reported that the expiration date was unclear because the printing on the blood collection tube was too light. The chief engineer reported that the printing on the blood collection tube was too light to indicate the expiration date, and requested that the product be replaced.